Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2 upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 9613350 winterthur. This report will be reported under: 0009613350-2025-00919

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. G2: foreign: italy. D10: cat# 0100214054 lot# unk metasula duroma, component for acetabulum, uncemented, 54/a¸ 48, code n. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 8 years later due to recurrent dislocations. Elevated metal ion levels were noted in the immediate post-op period and metal related pathology was observed intra-operatively. Unknown components were exchanged. No further details have been provided at this time.